Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsular tear was observed during an aberrometer assisted cortex removal. Additional information was provided when the surgeon called back and reported that he does not believe that any manufacturers product contributed to the tear, but felt the aberrometer did reduce the light during the procedure. Surgeon stated it could have been from the patient being hyperopic, or it could have been how he moved the instruments. He is not sure when or how it happened, just looked and noticed a rent (tear) in the posterior capsule. No vitrectomy was needed, a sulcus lens was placed and the patient is doing fine. This is one of two reports for this event at the facility.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the manufacturing record did not reveal any related non-conformity during manufacturing for this aberrometer. The root cause cannot be determined conclusively. (B)(4).